Manufacturer narrative:
This complaint is being filed conservatively as an injury report. However, the acunav catheter is used only for imaging during svt procedures and not treatment; therefore it is very unlikely the acunav caused or contributed to the pericardial effusion observed in this patient. For an acunav to cause a pericardial effusion, a significant injury such as perforation of the heart tissue would have to occur, and there is no indication that such an injury occurred in this report. There is no allegation or indication that the acunav caused such an injury nor did it contribute to the patient's condition. The device referenced in this report will not be returned for investigation ; therefore, the cause of the reported event could not be determined. Reference complaint # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure. During the procedure, a small pericardial effusion was observed. This was confirmed with the intracardiac echocardiography (ice) catheter. The patient was transfused with two units of fresh frozen plasma (ffp) and afterwards, the physician aborted the svt. The patient was reported to be in stable condition. No additional information was provided. Multiple attempts to were made to confirm the patient's clinical condition prior to the procedure but no response has been received.